Event description:
Customer called to report that the coulter lh750 hematology analyzer generated discrepant low wbc (white blood cell count) results on two samples from a specific patient when run in predilute mode and as whole blood. An instrument-generated flag was present on the wbc parameters for all of the runs. The patient differential results recovered high ne% (neutrophil percent) and low ly% (lymphocyte percent) with false high nrbc% (nucleated red blood cell percent). The results were reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer initially reported the uwbc value from the initial run, and then amended the report based on a slide estimate. The results of the manual differential were considered correct by customer and were reported out of the laboratory.

Manufacturer narrative:
The customer technical specialist (cts) evaluated the issue by telephone and advised customer to report the results that match the manual slide review. The cts requested raw data files from customer; however, they were no longer available. Review of the data printouts revealed that, for both samples, the corrected wbc value for the whole blood was almost twice that of the predilute run, although the uwbc (uncorrected wbc) values were similar. The cause of the event is unknown. However, with each result generated, the instrument generated a message alerting customer to further review the wbc result. The differential was also flagged for the initial sample; however, the re-draw sample had no differential-specific instrument generated flag. Customer did not request onsite service for instrument inspection. The cts confirmed with customer that the instrument was performing within specifications with respect to controls, accuracy and precision. Customer has not called back to report any further issues relating to this event. (B)(4). Eval summary : customer did not request onsite service.